Manufacturer narrative:
Investigation of this complaint found the instrument functioned as designed during execution of the "[protocol name]" comprising 167 cassettes which started in retort a at 22:18 on (B)(6) 2025 and completed successfully at 01:37 on (B)(6) 2025, from which sub-optimal processing was reported by the customer. Information provided by the fas detailed that the reagent in bottle 7 (ethanol) had a concentration of 85% when measured by hydrometer. Based on this information, bottle 7 (ethanol) would have contained 85% ethanol, which is not appropriate for use in the final dehydrating step of a protocol. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first processing step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagents with the highest concentration are always used for the final processing step of a reagent group or type before changing to another reagent group or type. As detailed in section 8.1 of the leica peloris/peloris ii user manual, the minimum ethanol concentration required for use in the final dehydrating step of a protocol is 98% the consequences of using ethanol at a concentration less than the minimum required for the final dehydrating step in a protocol are re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub­optimal processing of patient tissue samples. The root cause for the sub-optimal processing of patient tissue samples reported by the complainant was a use error. Specifically, a user failed to complete manual replacement of the reagent in bottle 7 (ethanol) in accordance with the manufacturer instructions detailed in section 5.4.4 of the leica pe loris/pe loris ii user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
On (B)(6) 2025, during an onsite visit, the customer advised the leica senior advanced application specialist - anz (fas) that an adverse event had occurred and that "looks like bottle 7 ethanol was changed (with no error) however the hydrometre [sic] and a photo of bottle 11 (first xylene used after bottle 7, showing little bubbles) seems to indicate 85% ethanol." The fas documented affected patient tissue was derived from one (1) "[protocol name]" comprising 167 cassettes, executed in retort a which started at 22:18 on (B)(6) 2025 and completed at 01:37 on (B)(6) 2025. The type(s) of the affected tissue samples were documented as "small tissue/biopsy- cervical, breast, skin biopsy and skin shaves". The affected tissue artefact was described as "dry biopsy tissue. Tissue seems dried out as it is coming out of the tissue block" and the affected patient tissue samples were not re­processed. The fas documented "customer is melting down blocks and leaving in molten wax. One block was tested and this was effective in retrieving the tissue and allowing for microtomy and staining. Therefore, the rest of the blocks will also go through the moltern [sic] wax process." The fas measured the reagent concentration in bottle 3 - 1 o inclusive using a hydrometer and recorded both the measured reagent concentration and that calculated by the instrument software algorithm. All bottles were within the +/- 5% target except bottle 7 which was recorded as having a measured concentration of 85% and a software concentration of 99.7%. On (B)(6) 2025, the assigned leica field service engineer (fse) provided support to the customer and documented: "no issues found with the instrument. Working as expected." On (B)(6) 2025, the assigned leica senior advanced application specialist - anz received information from the customer that "... One breast core which was not diagnosable and the patient is going back for re-biopsy."